Event description:
Event description cpi received information that this thinline ventricular lead became dislodged. The pateint was admitted to the ER and this lead had measurments of greater than 2500 ohms with no capture. A chest x-ray showed the lead in a posterior postion, the physician elected to reposition and measurements were normal. Late MDR, did not get the model/serial number of devices until 11/23. Lynn zurn out on medical leave.